Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer resumed insulin delivery and the alarm would not reoccur at that time. The customer's blood glucose level was not impacted. Reportedly, the customer uses novolog in the cartridge for 3-3.5 days.